Manufacturer narrative:
The t:slim x2 g5 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."

Event description:
It was reported that the pump touch screen was unresponsive after the pump fell into water. The customer's blood glucose was approximately 70 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.